Event description:
Rti biologics, inc. (Rti) initiated an investigation into a complaint reported on 09/28/2012. The description of the complaint indicated that (B)(6) hospital staff reported, the implant failed creating a non-union as well as being rejected. On (B)(4) 2012, rti received clinical records from (B)(6) hospital. Operative notes dated (B)(6) 2012, indicated that patient underwent a left foot modified kidner procedure, left first metatarsal first cuneiform arthrodesis, and a left foot evans procedure with implantation of a rti bone wedge xenograft. Progress notes dated (B)(6) 2012 indicated, the patient returned for follow-up complaining of aching sharp pain to the left lateral heel region with serous drainage. X-ray report showed retained and loose hardware and evidence of fusion of the first metartarsocuneiform. The patient was described oral antibiotics. Operative notes dated (B)(6) 2012 indicated, the patient underwent removal of two bone staples. During the procedure, the graft was inspected and partial union was noted. A drainage pocket was also observed to be present over the lateral calcaneus which was evacuated and cultured. Final deep wound culture results were positive for growth of diphtheroids.

Manufacturer narrative:
Investigation: the graft was not returned to rti biologics, inc. For evaluation. Rti conducted a re-review of the product history record, sterilization run reports, quality assurance/ quality control reviews, limus amebocyte lysate (lal) test results and release records associated with this lot. Results of investigation: according to the manufacturing records the graft was manufactured to specification. No deviations were noted during the records re-review for lot #: 1-090604. The graft underwent two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose to achieve a sterility assurance level (sal) of 10-6 prior to release. To date, rti has manufactured 157 xenografts from this lot with no related complaints. Clinical records documented loose hardware which required surgical intervention, partial union, and an infection approximately six months post-operatively. Conclusion: grafts associated with lot#: 1-090604 passed all rti release criteria prior to distribution. Based on the review of the clinical records, the patient's surgical outcome is more likely the result of a source or event extrinsic to the xenograft.